Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion was located in the calcified, proximal left anterior descending (lad) artery. The physician was attempting to further dilate the lesion when the balloon ruptured on initial inflation at 6 atms. The procedure was successfully completed with placement of a stent. There were no reported patient complications. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed. Therefore, no direct product analysis could be performed. The root cause of this complaint could not be determined.